Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system as in critical override. A technical support specialist (tss) applied the knowledge article (ka) manually unloading storage spaces: es versions 1.6.x1.11.x, which resolved the immediate issue. It was determined that an additional ka, sync 2.0 download failure sequence contains more than one element orphan loaded storagespaceitem record, was required to restage the device; however, the customer did not have sufficient time to proceed with the restage and mentioned that the customer will reopen new ticket for restage process. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was on critical override but did not indicate that it was not communicating, and the customer¿s station had been rebooted multiple times. However, there were no delays or adverse events or injuries reported based on this event.